Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that the battery icon was not displaying the correct "full battery" icon when new batteries were inserted into the pump. It was noted that multiple new batteries were inserted into the pump without resolving the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/24/2014 ¿ correction:incident description: the initial report was inadvertently submitted as a ¿power issue¿. The correct sub-category for this complaint is ¿battery life¿.

Manufacturer narrative:
Follow-up # 2 date of submission 07/04/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/30/2014 with the following findings: the battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. There was no evidence of moisture contamination found inside the battery compartment. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. A fully charged new battery was inserted into the pump and the battery indicator displayed the appropriate amount of charge. The battery icon was tested using an external power supply. Input voltage was decreased to the low battery threshold and the battery icon switched from three bars to one bar. Voltage was then increased to 1.5v and the battery icon changed from one bar to three appropriately. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. There was no evidence of intermittent contact observed to the battery terminal contacts. The complaint that the pump battery icon was displaying the appropriate battery charge was not able to be duplicated during testing. No defects were found.